Manufacturer narrative:
The customer cancelled the request for svc assistance. The reported issue was resolved by the customer by rebooting the system. No conclusion can be drawn as conclusive repair info is unavailable at this time and no add'l svc info was provided.

Event description:
The customer reported that the sys experienced an error followed by an immediate loss of system functionality and an un-commanded shut down. There is no report of injury or death associated with this event.